Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lightheaded, dizziness, sinus infection. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lightheaded, dizziness, sinus infection related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected the external and internal part of the device and found evidence of the sound abatement foam degradation in the base unit. Dust or dirt contamination on the outer surfaces, cracks and crevices was oberved on the external side of the device. The manufacturer observed keratin buildup around the air outlet of the blower box. The manufacturer found very fine dust contamination throughout the device's outer casing (not in the blower box), dust/dirt contamination was also observed air inlet port which suggests ambient air quality issue. Evidence of water ingress in the blower box was observed by the manufacturer. The device's event logs were downloaded and reviewed by the manufacturer. There were no errors found. The manufacturer confirmed the presence of sound abatement foam degradation in the device and other contaminations found in the device were sourced from external environmental conditions. Section d8, d9, h2, h3 and h6 was updated in this report.